Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant surgery, the lens was found to be scratched. The procedure was completed the same day. Additional information has been requested.

Manufacturer narrative:
The company iii (d) cartridge was not returned for evaluation. Company product history records were reviewed and documentation indicated the product met release criteria. The associated iol was returned. Viscoelastic is dried on the lens. One haptic is folded in on the anterior optic surface typical of advancement in a cartridge. The lens has a crack on the posterior surface near the center of the optic. This damage may have been interpreted as a scratch. Other cracked areas are observed on and near the optic edge. The damage is parallel on both surfaces. This damage has the appearance of damage caused by an instrument used to grasp the lens. The associated lens is qualified for use with the company iii (d) cartridge. The handpiece used was not identified. The indicated viscoelastic is not qualified for the company/iol combination used. The company iii (d) cartridge damage could not be verified because it was not returned for evaluation. The root cause for the reported broken cartridge may be related to a failure to follow the dfu. The indicated viscoelastic is not qualified for use with the company/iol combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The associated iol was not scratched. A crack was observed, which may have been interpreted as a scratch. This damage is similar in appearance to damage caused by a handpiece plunger tip. If the lens or plunger were not in an acceptable position for advancement damage could occur to the company cartridge and/or the iol. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the tip of the cartridge broke then it scratched the lens.

Manufacturer narrative:
Based on the new information received, the suspect product has now changed to the cartridge instead of the lens. The manufacturer internal reference number is: (B)(4).